Manufacturer narrative:
(B)(4). The abbott customer technical advocate (cta) instructed the customer to check the hemoglobin reference; the customer stated that the hemoglobin reference was 1744 (specification of 1800-2200). The cta instructed the customer to clean the hemoglobin flow cell per the operator's manual. The customer reported that the reference was 1788 post hemoglobin flow cell cleaning. The cta dispatched service for issue resolution. An abbott field service representative (fsr) found that the hemoglobin reference was too low, causing erratic results. The fsr replaced all pinch tubing and the bubble mix line (worn from normal use). The fsr adjusted the hemoglobin reference voltage to specifications and ran all levels of quality controls, which passed. The instrument was performing within specifications, no further assistance was required. The cell-dyn 1800 system operator's manual, list number 07h80-01, revision e, contains information to address the customer's current issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Review of complaint tracking and trending. Pinch tubing and bubble mix line.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that one patient sample generated a hemoglobin result of 3.9 g/dl with a corresponding hematocrit of 38.0% on a cell-dyn 1800 analyzer. This mismatch caused the customer to retest the sample, which generated a hemoglobin result of 12.7 g/dl and a corresponding hematocrit of 37.2 %. No suspect results were reported from the lab. A service call was initiated. There is no impact to patient management reported.